Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced persistent low flow alarms during the night of (B)(6) 2026. Pump speed was increased by the ventricular assist device (vad) team to ensure that the pump was functioning properly. Log files were submitted for review. The event log contained set speed change as well as clusters of pulsatility index (pi) events. The periodic log file contained a series of set speed changes with the onset of low flow hazard alarms and harmonic compensation faults between (B)(6) 2026. Motor power was also elevating during that time frame. The low flow alarms and compensation faults appeared to self-resolve however the motor power was still higher than expected for the programmed set speed. Tech services recommended assessing for obstruction within the rotor chamber and to continue monitoring for continued increase in pump power and pump temperature. Additional information stated that the latest log file data begun on (B)(6) 2026 at5:11:35 am and did not capture any further harmonic compensation events. The pump parameters were more stable since the set speed adjustment to 6500 rpm there by reducing the pi event speed drop from 1800 to 500 rpm. The pump log files latest data were unremarkable.